Manufacturer narrative:
Approximate age of device ¿ 1 day. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant of the left ventricular assist device (lvad), a leakage was observed at the outflow graft between the nut and grafts. The backup outflow graft was used and the implant finalized uneventfully. No adverse effect to the patient was reported. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned sealed outflow graft confirmed an issue that would have contributed to the reported leak. Examination of the returned sealed outflow graft revealed that the screw ring was loose on the graft adapter and could move laterally, creating an abnormally large gap between the screw ring and the locking nut. Examination of the screw ring revealed no evidence of damage or defects to the screw threads and the exterior surface of the screw ring showed no evidence of scratching or scoring to suggest that a tool may have been used on the graft hardware at implant. The outflow ptfe washer within the screw ring as well as the o-ring within the graft adapter were present, properly seated, and free from damage. Visual inspection of the proximal side of the returned outflow graft hardware revealed that the metal c-ring was not properly in place within the c-ring groove on the graft adapter and was instead observed within the o-ring groove of the graft adapter, on the distal side of the o-ring. The graft attachment appeared otherwise unremarkable. Examination of the c-ring revealed that it was not bent or misshapen. The c-ring, when properly seated within the c-ring groove, secures the screw ring on the graft attachment. The improper placement of the c-ring would have prevented a leak-tight connection between the pump cover and outflow graft hardware, resulting in the reported leakage between the nut and graft. A corrective and preventative action (CAPA) was opened to investigate displaced or missing c-rings on the sealed outflow graft attachment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.